Event description:
Approx forty-five mins into dialysis treatment, the dialyzer developed a blood leak. This was the eleventh use of the involved device. The reported blood loss due to change out of the dialyzer circuit was estimated at 300 cc.